Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported atrial perforation appears to be due to procedural conditions. Atrial perforation is listed in the mitraclip g4 system instructions for use (IFU) potential complications and adverse events section, as a known possible complication associated with mitraclip procedures.. The reported use of a asd closure device was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure on (B)(6) 2021 and was to treat functional mitral regurgitation (fmr) with a grade of 4+. One clip delivery system (cds) was advanced to the mitral valve and noted atrial functional mr. The clip was implanted and mr reduced to 1. On (B)(6) 2021 the patient had an echo before discharge and it was found that the clip had a single leaflet device attachment (slda) from the posterior leaflet. Mr increased back to 4+. No clip was implanted to stabilize. It should be noted that the physician did not ensure leaflet coaptation and insertion to 6 mm, they were satisfied with 5-6 mm inserted. There was a 7 mm atrial septal defect (asd) caused by the steerable guide catheter (sgc) and there was bidirectional shunting due to the decreasing left atrial pressure and the amount of tricuspid regurgitation; however, the specific measurements were not recorded. The patient did not sustain any recorded symptoms due to the asd and there was no prolonged hospitalization due to the asd or treatment. The asd was closed with an amplatzer device post clip implant. Subsequent to the initially filed report the following information was provided: there were no issues during use of the sgc. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced in is filed under a separate medwatch report number.

Event description:
This is filed to report perforation, intervention. It was reported that this was a mitraclip procedure on (B)(6) 2021 and was to treat functional mitral regurgitation (fmr) with a grade of 4+. One clip delivery system (cds) was advanced to the mitral valve and noted atrial functional mr. The clip was implanted and mr reduced to 1. On (B)(6) 2021 the patient had an echo before discharge and it was found that the clip had a single leaflet device attachment (slda) from the posterior leaflet. Mr increased back to 4+. No clip was implanted to stabilize. It should be noted that the physician did not ensure leaflet coaptation and insertion to 6 mm, they were satisfied with 5-6 mm inserted. There was a 7 mm atrial septal defect (asd) caused by the steerable guide catheter (sgc) and there was bidirectional shunting due to the decreasing left atrial pressure and the amount of tricuspid regurgitation; however, the specific measurements were not recorded. The patient did not sustain any recorded symptoms due to the asd and there was no prolonged hospitalization due to the asd or treatment. The asd was closed with an amplatzer device post clip implant. No additional information was provided.